Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications. A review of the sterilization records verified the device met all pre-release sterilization specifications. H.6. Results code 2: 213: although the device was not available for evaluation an imaging evaluation was completed and showed the following: imaging evaluation. There appears to be air within the aneurism sac. The evidence of air within the aneurismal sac appears at approximately t4. The exact fistula location is not visualized but seems to be near or beyond the tertiary location of the bronchial tree.

Manufacturer narrative:
According to the conformable gore tag® thoracic endoprosthesis instructions for use, adverse events that may occur include, but are not limited to infections.

Event description:
The following information was reported to gore: on (B)(6) 2013, a patient underwent secondary treatment of a descending thoracic dissection with a conformable gore® tag® thoracic endoprosthesis. On (B)(6) 2017 the patient was reportedly coughing up blood and a CT showed air around the graft. The patient was not a candidate for surgical intervention, so he was treated medically with vancomycin. On (B)(6) 2017 the patient was discharged on oral antibiotics.

Manufacturer narrative:
H.6. Results code 1: 213: h.6. Results code 2; 213 although the device was not available for evaluation an imaging evaluation was completed and showed the following: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Imaging evaluation there appears to be air within the aneurism sac. The evidence of air within the aneurismal sac appears at approximately t4. The exact fistula location is not visualized but seems to be near or beyond the tertiary location of the bronchial tree.